Event description:
The customer reported to philips that the device failed to power up under battery power only, having tried multiple batteries. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported to philips that the device failed to power up under battery power only, having tried multiple batteries. There was no report of pt involvement. Philips worked with the customer to resolve this issue. The customer found that the battery pca battery contacts had corrosion/debris. The customer cleaned the battery pca battery contacts which they reported resolved this issue.